Event description:
It was reported that the subject device had no image, and cable of boot was loose. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found there is a leak in the oredome on the main unit side, there is water leakage in the main unit imaging, error b30 occurs, and the operation of the coupler button is slow. Based on the results of the investigation, it is likely that the following led to the malfunction: the fact that the oredome on the main unit side was dislodged and leaked indicates that moisture may have entered the interior. This may have caused the internal image capture to be flooded, resulting in ccd failure, and thus the inability to transmit images normally, which may have led to communication error b30 and the no images you indicated. Since there is no evidence of significant damage such as scratches near the oredome on the body side, we assume that the oredome on the body side was not subjected to stress such as a collision, but was bent excessively by hand or pulled by external force on the body side oredome. A DHR review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): the following statement is found in the "warnings" section in the "instructions for use" section of the instruction manual: - the endoscopic images and functions are not correct. If an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. The following statement is found in the "warning" section in the instruction manual "storage". When wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. The camera cable may be disconnected. The following description is found in the otv-s190 operation manual, "how to identify and solve abnormalities". Error message: "scope communication error. Error message: scope communication error contact olympus. Cause: unable to communicate with the endoscope. Solution: discontinue use and contact olympus. Olympus will continue to monitor the field performance of this device.